Event description:
There was an allegation of questionable elecsys probnp ii results for qc material and patient samples from the cobas 8000 - cobas e 602 module. Patient 1 initial result was 1834 pg/ml, and the repeat results were 1005 pg/ml and 511 pg/ml. Patient 2 initial result was 1303 pg/ml, and the repeat result was 605 pg/ml. Patient 3 initial result was 1866 pg/ml, and the repeat result was 510.6 pg/ml. Patient 4 initial result was 1292 pg/ml, and the repeat result was 604.8 pg/ml.

Manufacturer narrative:
The reagent lot number was 84169200. The expiration date was not provided. The field service engineer found an issue with the pinch tubing and replaced it. Qc was performed and was acceptable. The investigation determined that the service actions resolved the issue.